Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 60-year-old male patient presenting for impella support. During support, it was noted that the patient developed hemolysis. The pump was explanted as a result of the condition and the patient was subsequently treated with IV fluids. The patient's condition was reported to be improving upon discharge.